Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient "experienced swelling and fluid in the left breast upon palpation." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.7, g.3, h.6 device evaluation: visual analysis of the photographs identified: ¿ red particle material on the shell ¿ creases ¿ red tissue device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient "experienced swelling and fluid in the left breast upon palpation." Health professional reported, patient experienced pain and per ultrasound there is a rupture of the left prosthesis. The device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that patient experienced pain and per ultrasound there is a rupture of the left prosthesis. The device was explanted.